Event description:
It was reported that a deformation of a ngage nitinol stone extractor basket prevented it from opening and closing. The procedure was completed using a new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary it was reported that a deformation of a ngage nitinol stone extractor basket prevented it from opening and closing. The procedure was completed using a new device. There have been no adverse effects reported. Investigation - evaluation reviews of the complaint history, device history record, manufacturing instructions, instructions for use, quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One device was returned for investigation in an open package. The handle was able to actuate the basket. The basket was deformed. The sheaths that surround the basket wires and form the shape of the basket were torn, preventing the basket from forming the proper shape. A document-based investigation evaluation was performed. No related non-conformances were recorded. Two other complaints have been received for this product lot, reported under manufacturer report #¿s 1820334-2022-01205 and 1820334-2022-01440. The former complaint was determined to have a different cause than the subject of this report and is thus not related. There is not enough information presently available to determine that the latter complaint is related to the subject of this report. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.